Event description:
It was reported to philips that the device's wired footswitch was intermittently failing to trigger exposure and cine, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. As per information collected, the issue occurred during cardiovascular diagnostic and treatment procedure without any impact on the procedure. The philips field service engineer(fse) visited onsite and confirmed the x-ray switch on foot switch was having intermittent issue. The philips engineer replaced wired footswitch and returned to philips for further analysis. The analysis confirmed mechanical fault and identified that bracket was loose. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.